Manufacturer narrative:
Multiple attempts were made to obtain additional information on the repair/service of the device have been unsuccessful.

Event description:
It was reported that the ventilator had no transport mode. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer troubleshot with technical support and was advised that the v60 ventilator does not have a transport mode. The ventilator diagnostic logs were reviewed and found that the unit had error codes indicating o2 unavailable and low o2. The customer reported that the o2 cylinders that were in use at the time of the event were not available. During troubleshooting the customer verified that the unit would maintain adequate o2 inlet pressure with flow set to 140 liters per minute (lpm) of o2. The customer was advised to perform performance verification testing. Further information is pending.